Event description:
The reported device would not power on. The report did not involve a pt use.

Manufacturer narrative:
Medtronic determined root cause to be failure of integrated circuit, y2, on the device therapy pcb assembly.